Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering the insulin. Customer¿s blood glucose level was 385 mg/dl at the time of incident. The customer was treated with syringe for high blood glucose level. Customer did allege pump was under delivering because customer's blood glucose did not go down while using the insulin pump but just with syringe. Customer stated that the drive support cap was normal. Customer also stated that infusion set cannula was bent. The insulin pump will not returned for analysis. Unomed inf set.